Manufacturer narrative:
The lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Upon installing returned lamp into a calibrated system, the lamp was found to be a tight fit. A tight fit lamp is known issue and an internal investigation will be opened to address this issue. The root cause of the reported event can be attributed to a known issue of a tight fit lamp. An internal investigation will be opened for this issue. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced as to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 9, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top lamp did not ignite before surgery. Additional information has been requested.